Event description:
Boston scientific received information that during a recent clinical follow-up, this left ventricular lead exhibited high out of range pacing impedance values along with high threshold measurements. The lead had an implanted service life of approximately one year and was explanted in the absence of additional adverse patient effects. The lead is to be returned for a post market assessment and another lead successfully implanted. The patient was reported as 'fine' and not pacer dependent.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual inspection confirmed a complete lead with dried blood and/or body fluid noted within the entire lead lumen. The conductor coils were confirmed fractured at 255 mm from the terminal pin; in addition, bent polyurethane and worn inner insulation, were noted in this same location. Laboratory analysis was able to confirm the reported clinical observations. Root cause attributable to a fractured lead, most likely resulting from the suture sleeve tie down.

Manufacturer narrative:
Following product return and completion of laboratory analysis, a follow-up report will be submitted.